Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple sensor discrepancy readings. Insulin delivery was suspended when the customer¿s sensor glucose was 74 mg/dl while their blood glucose reading was 210 mg/dl. Troubleshooting was performed. Suspend on low limit in sensor settings was 80 mg/dl. They were advised to monitor and call back if issues persist. The product will not be returned for analysis.